Event description:
Balloon ruptured immediately, wouldn't hold air. No harm to the patient. Supply chain will contact the vendor. Manufacturer response for tracelet compression device, medtronic (per site reporter). Numerous issues with this device. Mfg currently re-inservicing depts involved.